Manufacturer narrative:
This report is being filed to provide additional information. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Per the customer the donation was stopped before air was returned to the customer. Air drawn into the system would have been detected in the centrifuge and relocated to the reservoir. Perthe rdf, no alarms suggested air was drawn into the system from inlet to last point of detection. Root cause: a definitive root cause for the air in the return line remains undetermined at this time. The run data file analysis did not conclusively identify the cause of air being in the return line reported by the customer. Review of the returned disposable set indicates that it was assembled correctly. A service call for the machine indicated that it was operating as intended. Based on the available information, there were no leaks or misassemblies from the kit and the trima system operated as intended. Possible causes include but are not limited to: poor venipuncture, the white clamp on the sample line was partially open possibly allowing air to move from the sample bag to the return line. Inadequate squeezing of drip chambers.

Manufacturer narrative:
Investigation: an on-site evaluation was conducted for the machine involved in this event and it was found to be within specification. The trima disposable set was returned for investigation. Upon visual inspection no misassemblies were noted. The reservoir was full of blood. No notable clumping was present in the set/reservoir. The run data file was analyzed for this event. Review of the run data file confirms that the tubing kit was loaded successfully and passed the tubing set test. Priming of the tubing kit and the first full draw cycle was successful, no alerts or alarms were generated. The low and high level sensors display an expected pattern during blood prime, first draw cycle and initiation of the first return cycle. The run data file analysis did not conclusively identify the cause of air being in the return line reported by the customer. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported seeing an air bubble in the return line. An air bubble approximately 1 cm in size was observed traveling from the return chamber in the return line, to the donor. The procedure was stopped and no air was returned to the donor, per the customer. Due to EU personal data protection laws, the patient's (donor's) age is not available from the customer. The donor's gender and weight were obtained from the run data file and the donor number was provided. Complete patient (donor) identifier #: (B)(6). This product is not available within the us, but this report is being filed due to a alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.